Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m100 set, blood was observed to have backed up into the syringe line and was leaking from the connection between the syringe line and the syringe (green one-way valve connection). All troubleshooting efforts failed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.